Event description:
The physician's office reported a complaint of a "non-functioning" device. However, upon investigation, it was discovered that the complaint was for another manufacturer's device. Note: determination of reportability and categorization of this event was made according to this manufacturers policies and procedures and the info received in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref. Sections b1, b2, h1).